Event description:
Reporter reports back to back testing on meter to lab while using the inform system with results of 187mg/dl on the meter and 29mg/dl at the lab. Reporter states she performed qcs within 24 hrs and all results were within range, specific results were not provided. Pt was treated with an unk amount of oral glucose prior to lab test; not based on the meter result. Pt was hospitalized for 3-4 hrs and released later that evening. A request was made for return of the suspect product and a replacement was sent.